Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the asymptomatic patient presented in another hospital for an unrelated treatment and the device was interrogated prior to releasing the patient. Upon interrogation the hospital noted that the device had triggered - elective replacement indicator -, no vibration notifier was felt by the patient, no remote transmissions were received indication that the device had triggered eri.. The device was explanted and replaced successfully. The patient was stable prior, during and after the procedure.